Event description:
It was reported the patient's artificial urinary sphincter (aus) was explanted due to fluid loss from the cuff, recurring incontinence and urethral atrophy. The patient was implanted with a new aus device.

Manufacturer narrative:
Additional information provided in: describe event or problem, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported the patient's artificial urinary sphincter (aus) was explanted due to fluid loss from the cuff, recurring incontinence and urethral atrophy. The patient was implanted with a new aus device. Boston scientific has been unable to obtain additional information regarding the circumstances. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed.